Event description:
The pt reported that audible alarms exhibited a low sound level, therefore, he was using the pump with the alarm settings on vibrate. Upon evaluation, it was determined that both audible and vibratory alarms were inoperable.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed both a damaged solder connection to the piezo and a vibratory motor failure.